Event description:
Broke. Discovered prior to surgery/ no effect on case.

Manufacturer narrative:
Examination of the returned device confirms the reported event that the screws holding the black celcon portion of the device are stripped causing separation from the metal base. Further examination of the returned device suggest light to moderate usage on the replaceable celcon component, however the metal component exhibits signs of heavy usage. The black celcon portion is intended to be taken apart and replaced after heavy usage and the metal portion to be reused. The root cause is being attributed to normal product wear as the returned screw shows signs of heavy usage. Based on product wear as the root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.